Manufacturer narrative:
(B)(4). Unknown, assumed (B)(6) day of month that complaint was reported. Batch # r94p0d. Device analysis: the analysis results found that the el5ml device was received with one jaw disengaged from the cam; this condition would not allow the jaws to collapse in order to form the clips. In order to evaluate the performance of the device, the jaw was readjusted and in the next actuations, 12 conforming clips were fed and formed; finally the device locked out as intended. Possible causes for the condition of the jaw disengaged from the cam may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. A manufacturing record evaluation was performed for the finished device lot r94p0d number, and no non-conformance's were identified. A manufacturing record evaluation was performed for the finished device batch r94p0d number, and no non-conformances' were identified.

Event description:
It was reported that during an unknown procedure the clip applier wouldn't fire. Another clip applier was used to complete the procedure. There were no patient consequences reported.